Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex for peritoneal dialysis (pd). At the time of this report, dianeal therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized the same day. The cause of peritonitis was unknown. On an unreported date, the patient began remedial treatment with reflin (1gm od ip) and tobramycin (40 mg every 5th day route not reported).

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.